Event description:
Low readings on her one touch ultra meter. In 2006, in the morning the pt felt fine and does not recall her blood glucose readings. She took her set amount of 20u of 70/30 and then ate breakfast. Around 11:30 am, she felt sweaty and experienced a headache and tested her blood glucose and received a 108 mg/dl. Due to how she was feeling she took 500 mg of glucophage and retested 20 mins later and received a 165 mg/dl. She contacted her physician and was asvised to come to the hosp. She arrived in the hosp a little after 12;00pm and received a 203 mg/dl on the physician's meter. The physician added glyburide 5 mg once a day to the pt's diabetes regimen. On an unspecificified date, the pt received a 35 mg/dl. She does not recall much about the reading and claims she did not have any symptoms or sek med attention or contact her physician for assistance. She refused to provide any further clinical info. The testing technique of applying the blood on the test strip was correct. A qc test was not done since the pt did not have control solution. A customer care advocate (cca) sent the pt a replacement meter. The complaint is being reported because the pt's meter readings did not reflect her symptoms. Her blood glucose reading was elevted in the hosp and was given an additional oral medication to add her daily regimen.